Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid 20mg/ml at 4.994mg/day and bupivacaine 5.0mg/ml at 1.2486mg/day via an implantable pump. The indication for use was non-malignant pain. The patient¿s medical history included chronic pancreatitis with stenosis and type I diabetes. On (B)(6) 2019 it was reported that the patient hasn¿t been feeling well and had been declining each day since she walked through a security scanner at a courthouse on monday. The patient had requested a manual search from a corrections officer after telling them that she had an implanted device, but the corrections officer told the patient that they didn't feel like patting the patient and told her to walk through the security scanner. Whenever the patient travelled, the airport security staff would always pat her down. Per the reporter, the patient had been getting intensified pancreatic attacks more frequently, and wanted to be sure the pump is not the cause. The reporter stated she doesn't need to have more pain. In regards to the patient¿s chronic pancreatitis, the reporter states, "let's just say there's been more deterioration, but that's not unusual. She goes up and down, because sometimes the pancreas is acting up more, causing more pain, or because she's been able to eat. Her appetite's been better without the nausea and stuff, so she's eating more, and the pancreas acts up. Basically, the pancreas controls the enzymes that break down food, and it's not functioning, it's not generating. So sometimes she just can't eat, so she does the minimum to try and control her diabetes. Other times she can eat." The patient also gets MRI¿s periodically of their pancreas, gi area, kidney and liver all unrelated to the pump. No further complications were reported or anticipated. Additional information received from a healthcare provider via a manufacture representative reported they spoke to the nurse and patient today. They were informed the pump never filled all the way up and didn't trust that it was working well. It was noted that some dye studies have been normal. There were no failed dye studies.